Event description:
Additional information was received from the manufacturer representative (rep) reported that the follow-up appointment did not take place, as the patient did not experience any loss of stimulation anymore. Therefore, the case has been solved. Probably the patient did turn down the stimulation herself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a manufacturer representative (rep) was going to visit a patient whose implant seemed to turn off by itself. The implantable neurostimulator (ins) was implanted approximately 9 years ago. The patient has only recently started experiencing this issue. Technical services noted that normally, that model implant can only be turned off manually (using the mystim/physician tablet), or in the case that the ins undergoes a power-on-reset (por) due to strong emi. The patient appears to notice that stimulation is off because the patient programmer indicates 0v. At this moment, it is unclear whether the stimulation is actually physically off (absence of the lightning bolt symbol). Technical services discussed that the rep could go through the following questions and troubleshooting steps with the patient/physician: checking if stimulation was set to 0v, if they experience a return of symptoms, if it is possible to turn stimulation back on, if any error messages were seen, or if they were exposed to eri. They also requested the data and session report. Later, the manufacturer representative (rep)updated the report to state they just visited the patient, and she indicated that when the ins was off, stimulation was indeed off (no lightning bolt symbol). Furthermore, the patient reported that when stimulation was off, she noticed a return of symptoms. When she checked the controller, stimulation was disabled. She rarely, if ever, uses the controller (she even mentioned that she sometimes loses it because she uses it so infrequently). Additionally, the patient has not observed any error messages and there did not appear to be any strong sources of emi present. During the interrogation with the ins, the physician accidentally closed the session without first reading out the mdt data report. The rep therefore advised the patient to follow the previously shared advice for the coming month (keep a diary, do not use the controller). In a month, the patient will return to the hospital to read out the data again. Technical services agreed that once the rep has the data and has seen the patient for the second time, they will keep updating on this case.